Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a pacemaker surgery on (B)(6) 2019 and topical skin adhesive was used. The adhesive was used to close the incision. When the doctor cracked the vial of adhesive the broke and cut through the doctor's glove and the skin on the doctor's finger. The doctor cleaned the wounded finger, no stitches /intervention were required. The doctor used a second like vial to complete the procedure. There were no patient consequences reported. The product was discarded.